Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine 30mg/ml for a total dose of 14.023 mg/day, dilaudid 1.5mg/ml for a total dose of 0.7012 mg/day, and compounded baclofen 150mg/ml for a total dose of 70.12 mcg/day via na implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 that the patient discontinued the use of their personal therapy manger (ptm), as it does not provide sufficient pain relief. The patient had insufficient pain relief with ptm activations on (B)(6) 2017. The clinical diagnosis was decreased pain relief following ptm activations. The outcome of the event was ongoing. The cause was not known. No further diagnostics or interventions were performed at this time. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine, dilaudid (hydromorphone), and compounded baclofen) was possibly related. The drug action that caused the event was no change in the drug. The event date was (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the event was resolved without sequelae on (B)(6) 2018. Additional information received from a healthcare provider via a clinical study reported a catheter access port (cap) contrast study was performed on (B)(6) 2018 and it was noted the catheter had migrated. The device diagnosis was catheter dislodgement and the clinical diagnosis was decreased pain relief following ptm activations.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-26 regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient experienced multiple episodes of falling and feeling like "her legs go out from under her." The event date was (B)(6) 2018 and the clinical diagnosis was lower extremity weakness. A catheter access port (cap) dye study was ordered on (B)(6) 2018, and revealed the catheter had migrated to the left gutter causing medication pooling in the spinal canal. The patient was scheduled for a catheter revision on (B)(6) 2018. On (B)(6) 2018, examination revealed a left foot drop secondary to medication pooling caused by the catheter migration. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 12:43. On (B)(6) 2018, the operative notes indicated a loss of pain relief related to the catheter migration. The catheter was explanted/replaced on (B)(6) 2018 and the event was resolved without sequelae. The event resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device/therapy, and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter cut/break was due to the catheter being nicked by a pedical screw during spinal surgery. The exact spinal surgery for when the catheter was nicked was not determined/unknown. The patient's baseline weight was (B)(6) g. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter, UDI#: 00613994555601 the previously reported information [additional information received from he.althcare provider (hcp) via a clinical study indicated the cause of the catheter cut/break was due to the catheter being nicked by a pedical screw during spinal surgery. The exact spinal surgery for when the catheter was nicked was not determined/unknown. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.] Pertains to manufacture report number 3004209178-2018-05893. The new information for this event/patient is reported in b5. Please see the corrected weight and UDI number as the previously submitted was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter migration was due to the patient having multiple falls. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.